Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of no delivery alarms and high blood glucose of 675mg/dl. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The high pressure test passed. The customer indicated that the cannula was bent. Customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Troubleshooting indicated that the call was dropped and called customer back to leave a voice mail message.